Event description:
It was reported, the provider primed the pump but did not aspirate the catheter. The patient would experience an eventual break in therapy due to the unprimed catheter segment. The provider questioned how to bridge the drug on the existing distal segment when the proximal segment had not been primed. The spinal segment of the catheter was replaced. The patient was doing well and therapy resumed. It was also stated, the catheter revision was done due to placing the catheter "higher." The pump was used to deliver clonidine and morphine. The pump was at minimum rate.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).